Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl. Customer¿s current blood glucose level was 165 mg/dl. The auto mode on the insulin pump was active but was not automatically adjusting insulin delivery during the event. The customer was treated with food. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Added concomitant products in section.